Event description:
It was reported that the pump's alarm volume and vibration were too low. Customer's blood glucose (bg) level reading was "high", specific value was not provided. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids (nature of fluids was not provided) and was discharged the following day. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.